Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has the cather tip damaged, as part of overall visual revision. The guidewire returned inside of a protective hoop together with an original opened pouch. The guidewire was easily removed from the protective hoop. The coiled wire was unraveled. The core wire was completely separated from the distal end solder ball. The coating of the coiled wire was inspected and no abnormalities were noted. No more visual damages were found in the device. Overall length could not be performed due to device condition (coiled wire unraveled). Outer diameter of distal tip, middle of the device, and proximal section are within specification.

Event description:
It was reported that guide wire coating peeled off. A 035/260/1 amplatz super stiff guidewire was selected for use. However, when the tip was shaped in spiral form to use device upon transcatheter aortic valve implantation, the guidewire tip core and spring coil got peeled off. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the core wire was detached from the distal end solder ball that resulted in the core wire and the coil being separated, and not a coating peel issue as what was previously reported.

Event description:
It was reported that guide wire coating peeled off. A 035/260/1 amplatz super stiff guidewire was selected for use. However, when the tip was shaped in spiral form to use device upon transcatheter aortic valve implantation, the guidewire tip core and spring coil got peeled off. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has the catheter tip damaged, as part of overall visual revision. The guidewire returned inside of a protective hoop together with an original opened pouch. The guidewire was easily removed from the protective hoop. The coiled wire was unraveled. The core wire was completely separated from the distal end solder ball. The coating of the coiled wire was inspected and no abnormalities were noted. No more visual damages were found in the device. Overall length could not be performed due to device condition (coiled wire unraveled). Outer diameter of distal tip, middle of the device, and proximal section are within specification.

Event description:
It was reported that guide wire coating peeled off. A 035/260/1 amplatz super stiff guidewire was selected for use. However, when the tip was shaped in spiral form to use device upon transcatheter aortic valve implantation, the guidewire tip core and spring coil got peeled off. The procedure was completed with another of the same device. No patient complications were reported.